Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the drawer failed, and rebooting did not resolve the issue. The field service engineer identified that the latch sensor and position sensor needed replacement. After replacing the latch sensor, position sensor, retractor band, and drawer board, the issue persisted and replaced the drawer controller module and control board, successfully configuring the device. Finally, the latch cable was also reseated, and the latch sensor and position sensor were tested. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: andrews air force base medical material management

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.